Event description:
In 2008, the sales representative reported that during surgery while trying to remove a closure top, the instrument broke. No delay in surgery and no patient injury. Additional information received the following month, via telephone the sales representative reported that during a revision surgery for extension of the construct the surgeon was removing the closure top when the driver broke within the closure top. The surgeon then removed the driver and closure tip and the surgeon used the other driver within the kit to finish the case as intended.

Manufacturer narrative:
Product is an instrument an is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device mfg date is unk. Evaluation is pending upon return of the product.